Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Conclusion codes: upon further investigation, it was determined that the conclusion codes was inaccurate on the initial report. The conclusion code has been updated to state that the cause was not established to reflect the correct information. Investigation summary the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no serial number was supplied which precludes conducting a DHR review or a serial specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Occupation: mitek employee. Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no serial number was supplied which precludes conducting a DHR review or a serial specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate via phone that the blade (p/n and lot number were unknown) could not be attached with the micro tornado handpiece with hand controls during the surgery (unknown procedure) on unknown date. There was no clicking sound when the surgeon attached the blade into the handpiece. The surgery was finished without any other problem although it was not reported how the surgery was completed. It was brand new and the first use when the issue occurred. There was no harm to the patient. No information of the surgical delay was available. No further information was provided by the hospital. This is report 1 for 1 (B)(4).